Event description:
The pt noticed that he had intermittent stimulation on his left side and that he could only leave the ins on for 2 hours at a time due to a heat sensation at the ins site. The pt called again on (B)(6) 2011 to report that the ins felt "hot" at the pocket and that he needed to turn the device off. Follow up info received indicated that the manufacturer representative met with the pt on (B)(6) 2011, and attempted to reprogram the device as well as monitor the skin temperature. It was found that there was a 3 centigrade difference in skin temperature between the buttocks and opposite of the device site with stimulation either on or off. Out of range high impedance on electrodes #4 and 7 were noted it was concluded that temperature range difference and the high impedance were not related to the device or the burns/blisters that were reported at the pocket site. The pt was sent home with the device turned off. He was asked to return to the hcp on (B)(6) 2011. It was later reported that the device was working normally and giving the pt good stimulation. On (B)(6) 2011, the pt's wife reported that the pt had experienced burning and blistering at the ins site after falling asleep on a chair with the ins turned on but not charging. The pt went to the emergency room for evaluation of the wound. It was noted by the hcp that there may be another source causing the burning and blistering at the ins site. On (B)(6) 2011 the entire device system was explanted. It was noted "the burns were all superficial" and the "skin inside the pocket looked perfectly normal." After explant, no other pt injuries were reported. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37712, serial # (B)(4) determined there was no anomaly found. Good, stable output was recorded on all electrodes referenced to one electrode. The ins temperature was monitored and no significant change was observed. Analysis of lead model 3487a, lot # v363994 determined the product was segmented (suspected explanted damage) and no significant anomalies were found. The continuity was acceptable and there were no shorts between circuits. Analysis of lead model 3487a, lot # v736568 determined the product was segmented (suspected explanted damage) and no significant anomalies were found. The continuity was acceptable and there were no shorts between circuits. Analysis of lead model 377860, lot # v750665010 determined the conductor was broken. The epoxy was broken at the proximal end of the #6 connector sleeve. The #7 circuit was open with a broken wire at the connector crimp. The body insulation was cut through and the lead was segmented. No shorts were found between the circuits and the continuity was acceptable. Analysis of extension model 3708220, serial # (B)(4) determined no anomaly was found. No shorts were found between circuits and the continuity was acceptable. Analysis of neurostim boot accessory serial # unknown determined no anomaly was found. Analysis of neurostim boot accessory serial # unknown determined no anomaly was found. Analysis of anchor/silicone lot # unknown determined no anomaly was found. Analysis of anchor/silicone lot # unknown determined no anomaly was found. Analysis of anchor/silicone lot # unknown determined no anomaly was found. Results: for anchor and boot.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.